Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The reporter alleges seeing black material in the water chamber. The device was returned and according to the lab investigation report the complaint (black material in the chamber) is due to the associated device being used in an environment containing this unknown dark-colored contaminant and is not related to a failure of the devices. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.